Event description:
It was reported that the lead exhibited noise and p-waves dropped to 1.1-1.3 mv. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found proximal insulation abrasion at 16.8 cm from the connector pin due to friction with another implanted device. This insulation damage could cause the reported problem.